Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image distortion during setup and inspection for use (before the patient was in the room) for an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury or involvement reported.